Manufacturer narrative:
The customer was sent a replacement freestyle breastpump to help resolve the issue. The customer emailed on 1/11/2017 and stated that she was diagnosed with mastitis on (B)(6) 2016 and was taking antibiotics.  She indicated that as of (B)(6) 2017 the mastitis was resolved. The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusion can me made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on 1/10/2017 that she was having low suction with her freestyle breastpump and she was being treated for mastitis.